Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed and delivered a bolus of 7 units. Then, the customer received a valid incomplete bolus alert due to accidentally re-opening the bolus screen; however, misinterpreted the alert and thought that pump was notifying the customer that the initial bolus of 7 units had not been delivered. Then, the customer requested and delivered an additional bolus of 7 units and observed 14 units of insulin on board (iob). Blood glucose (bg) level was 117 mg/dl. To prevent an adverse event, the customer consumed glucose tablets. During a follow-up call with tandem technical support, the customer reported bg level was 87 (mg/dl) and was "stable".